Event description:
This ra lead was explanted and replaced due to noise and high thresholds. The pacemaker was replaced at the same time because it was close to eri. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.